Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was alleged to be inaccurate. Reportedly, the cgm blood glucose (bg) reading was below 3.0 mmol/l, and the meter bg reading was 27.7 mmol/l. The customer went to the emergency room (ER) with an elevated blood glucose (bg) level of 27.7 mmol/l, and a ketone level of 5.5 mmol/l. Customer consumed dextrose and was treated with an insulin drip and a manual injection to address the elevated bg. Reportedly, the customer was released on november 6th, 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.